Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of asthma exacerbation treated with medication (exact type not reported). On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, while hospitalized for the procedure, the patient experienced an asthma exacerbation and was treated with medication (exact type not reported). The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, the patient's asthma exacerbation had resolved. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.08; fev1 % predicted: 60.00; fvc: 2.68; fvc % predicted: 64.00.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation treated with medication (exact type not reported). On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, while hospitalized for the procedure, the patient experienced an asthma exacerbation and was treated with medication (exact type not reported). The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015 the patient's asthma exacerbation had resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator fev1: 2.08 fev1 % predicted: 60.00 fvc: 2.68 fvc % predicted: 64.00 **additional information received on 01nov2016** on (B)(6) 2015 the patient was admitted to the hospital for the bt procedure as planned by the physician. According to the complainant, on (B)(6) 2015, during the patient¿s planned hospitalization stay for the procedure, the patient experienced an asthma exacerbation and was treated with salbutamol nebulizer.